Event description:
Customer reported that the alarm will not power on. Customer has replaced the batteries with a new supply. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. Evaluation revealed the unit powered up when tested and no intermittency was observed. The unit passes all functional tests. However, a battery spring is bent and the liqui label is torn and partially missing. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).